Manufacturer narrative:
Pump received with missing retainer, reservoir tube o-ring missing,scratched case, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump is damaged at the reservoir compartment. Customer's blood glucose was unknown at the time of incident. No further details given.